Event description:
Complainant alleged that during a routine preventative maintenance check, the device inappropriately shut off while performing defibrillation self test. The complainant indicated that there was no pt involvement in the reported failure.